Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) experienced an excessive charge time approximately a year after triggering recommended replacement time (rrt). A few months later the ICD triggered a charge circuit timeout with end of service (eos) indicated the following month. The patient and physician had proactively chosen to leave the ICD implanted with detections, therapies, and alerts had programmed off. The ICD remains implanted. No patient complications have been reported as a result of this event.